Manufacturer narrative:
The referenced elevated lactate dehydrogenase (ldh) and hematuria treated with heparin infusion was reported under medwatch MFR report #2916596-2019-00325. Approximate age of device ¿ 4 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to hospital for gastrointestinal (gi) bleed. Colonoscopy found normal esophagus, non-bleeding gastric ulcer with a clean ulcer base, two bleeding angioectasias in the stomach with clips placed, and normal examined duodenum. On (B)(6) 2019 the patient had elevated lactate dehydrogenase (ldh) and hematuria treated with heparin infusion.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.